Event description:
Patient was transferred from bed to geriatric chair. Skin tear was noted after patient assisted into chair. Area was cleansed with nss and adaptic dressing and kling were applied. Maintenance checked the chair and found no sharp edges. Nursing states patient's skin is edematous.